Event description:
It was reported that the patient presented in clinic for follow up. The physician noticed that the device was in backup vvi and with no defib therapies available. The physician elected to explant and replace the device. The patient condition was good after the event.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by parity errors and a watchdog error. The device was tested on the bench and automated test equipment, and no anomaly was found. The cause of the parity and watchdog errors could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.